Event description:
It was reported that during a fistula angioplasty treatment procedure, a balloon rupture occurred.the lesion was located the the superficial femoral artery. This 7.0 x 40, 75cm mustang balloon catheter was selected and advanced to the lesion. On the 1st inflation,the balloon ruptured. It was noted that it was inflated over the rated burst pressure. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during a fistula angioplasty treatment procedure, a balloon rupture occurred. The lesion was located the superficial femoral artery. This 7.0 x 40, 75cm mustang balloon catheter was selected and advanced to the lesion. On the 1st inflation,the balloon ruptured. It was noted that it was inflated over the rated burst pressure. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed that the device was returned with a 6fr sheath. There was no damage noted to that shaft of the device. The balloon was torn circumferentially 13mm from proximal markerband. The distal end of balloon was bunched at the distal end of device. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that do not exceed the rated balloon burst pressure. (B)(4).